Manufacturer narrative:
Unit received with failed batt test alarm. Unable to perform the displacement test, operating current tests, self-test, a21 error test and off no power test or verify low battery alarm due to failed batt test alarm. Cut and open to perform visual inspection found no moisture damaged electronic assembly, motor, vibrator during visual inspection. However, found corroded battery tube. Swapping out test case confirms failed batt test alarm is due to corroded battery tube. Pump history download using thds was successful. However, failed batt test alarm found on event date 04/25/23 18:09:46. The test reservoir locked in place properly and no anomaly noted. Unit had cracked battery tube threads, scratched case, stained keypad overlay, missing address/serial number label and missing end cap sticker. Unable to confirm low battery, battery lasts less than expected (charging battery anomaly) due to failed batt test alarm. Failed batt test alarm due to corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit received with failed batt test alarm. Unable to perform the displacement test, operating current tests, self-test, a21 error test and off no power test or verify low battery alarm due to failed batt test alarm. Cut and open to perform visual inspection found no moisture damaged electronic assembly, motor, vibrator during visual inspection. However, found corroded battery tube. Swapping out test case confirms failed batt test alarm is due to corroded battery tube. Pump history download using thds was successful. However, failed batt test alarm found on event date 04/25/23 18:09:46. The test reservoir locked in place properly and no anomaly noted. Unit had cracked battery tube threads, scratched case, missing address/serial number label and missing end cap sticker. Unable to confirm low battery, battery lasts less than expected (charging battery anomaly) due to failed batt test alarm. Failed batt test alarm due to corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump was damaged on the clip. No harm requiring medical intervention was reported. Troubleshooting was performed and found a crack on the clip. It was also found that battery lasted only for two days. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.